Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarm was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6)) was not returned for analysis; however, a log file spanning approximately 3 days ((B)(6) 2021 per timestamp) was submitted for review. On (B)(6) 2021 at 14:51:47 there was a backup battery fault alarm due to a failed load test. This alarm remained active until (B)(6) 2021 at 15:04:52 and was active again from 15:05:26 ¿ 16:23:46, the end of the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. This alarm did not clear. There were no other notable alarms in the log file. Pump operation was not affected while the driveline was connected. Multiple good faith efforts were sent asking if any products would be returning, for the serial numbers of the backup batteries that were used, and for the number of backup batteries involved with the reported event; however, to date no response has been received. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on (B)(6) 2016. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 2¿ ¿system operation¿ and heartmate iii patient handbook section 2 ¿ ¿how your heart pump works addresses the user to not exchange their system controller without having a trained and competent caregiver available. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02804. It was reported that the patient was having backup battery fault alarms at home. The patients backup battery was exchanged by the vad coordinator at the emergency department, however, the alarm came back immediately and read "replace backup battery". It was noted that the patient changed their controller out twice while at home before calling the clinic. Log file analysis captured backup battery faults. The log file analysis from the backup controller showed that the clock was not set correctly until the end of the log file.